Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declined to 50 mg/dl at the time of incident. The customer treated their blood glucose with a candy bar. The customer's current blood glucose was 158 mg/dl. The customer reported the drive support cap appeared to be normal on the insulin pump. The customer was advised the insulin pump was working as designed at the end of troubleshooting. Customer also reported a blood glucose around 220 mg/dl, but troubleshooting did not occur. The customer declined to return the insulin pump for analysis.